Manufacturer narrative:
The investigation confirmed that four non-reproducible, higher than expected, vitros tropi es results were obtained from three different patient samples when tested on a vitros 5600 integrated system and a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es performance issue is not a likely contributor to the event. Vitros tropi es precision testing was within ortho acceptable guidelines, suggesting an instrument issue was not a likely contributing factor. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent at or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as a contributing to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause is unknown.

Event description:
The investigation observed four non-reproducible, higher than expected, vitros tropi es results obtained from three different patient samples when tested on a vitros 5600 integrated system and a vitros eciq immunodiagnostic system. Patient sample 1 result of 0.273 ng/ml vs. The expected result of <0.012 ng/ml. Patient sample 2 result of 0.321 ng/ml vs. The expected result of <0.012 ng/ml. Patient sample 3 result of 0.284 and 0.137 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results for all three patients were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported results and a corrected report was later issued for all three samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two reagent packs were involved. (B)(4).